Event description:
It was reported that the rigid video scope exhibited image black out during a therapeutic procedure of lobectomy. The procedure was completed using a similar device. There was a procedural delay. There was no report of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord sheath failure and the orange wire loop of the ccd circuit in the insertion tube part has an abnormal resistance. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the electrical function of the universal cord component is abnormal which leads to a black screen malfunction. The event can be prevented by following the instructions for use which state: pulling on the cable may damage the product. Pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source.¿ (instruction manual_wa50052a.pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.